Manufacturer narrative:
H6. Codes: updated. Device evaluation: product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has leaked on the pressure side. The event occurred during testing. There was no patient involvement, and no patient adverse event reported.